Event description:
It was reported that during a lap gastrectomy procedure, the device would not activate even when pushing the switch. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/28/2007. Information is unavailable; device was not returned for evaluation.